Event description:
It was reported that the patient had gel one injections in both knees, but was suffering from pain in his left knee. The pain is getting better gradually; however, the patient still walks with a limp. No additional patient consequences were reported.